Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was 522 mg/dl. The customer stated that the infusion set cannula was kinked at the insertion site, and the insulin pump did not indicate any blockage or alarm no delivery leading up to the event. The call was disconnected before the customer could provide any further details regarding the hospitalization. Troubleshooting could not be performed on the insulin pump. A call back made to contact the customer was unsuccessful. Nothing further reported.